Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient had infected tricuspid valve. The physician performed a tricuspid valve replacement and cut the ICD wires. There was no additional adverse patient effects reported. This ra lead was surgically abandoned.